Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller backup battery replaced on (B)(6) 2020 due to a backup battery fault. It was later reported that backup battery fault alarms continued. Techical services reviewed submitted log files and observed backup battery fault alarms between (B)(6) 2020 and (B)(6) 2020. The system controller was then exchanged and returned for analysis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned controller contained approximately 8.5 days of data combined (B)(6) 2020 per the timestamp). The log files captured backup battery fault alarms due to a backup battery load test failure from 7:14:48 on (B)(6) 2020 to 15:21:50 on (B)(6) 2020 and from 19:24:49 on (B)(6) 2020 until the controller was exchanged on (B)(6) 2020 at 10:55:04. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 10:54:41 to exchange the system controller. No other notable alarms were active in the log file. The returned system controller (serial number: (B)(6)) and backup batteries (serial numbers: (B)(6)) successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Multiple load tests were performed during testing without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii IFU section 2 "system operations" explains how to replace the system controller backup battery and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii IFU under section 7 ¿alarms and troubleshooting¿ (under subsection: ¿what not to do: driveline and cables¿) inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. These sections also cautions the user not to twist, kink, or sharply bend the system controller power cables. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.